Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus pointer position on touch screen had a s light deviation. It was also noted that the analyzer door assembly was missing. The cooling fan was noisy. All bullets were broken. The company logo button was missing. The handles were slightly damaged. The radiofrequency head cable was worn but remained functional. The anti slip layer of the radiofrequency head was missing. The power cable was worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.